Event description:
Pump was reported with a failure code 533:320:717:0000 during clinical use. The failure code will result in an alarm and stop the channels in use. No add'l clinical info was available. No pt compromise or injury was reported.